Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Multiple attempts have been made to acquire additional, or missing, information. To date all available information has been provided and documented. Should more information be made available the complaint will be re-opened and reviewed. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
It was reported an orif of a proximal phalanx fracture. As the surgeon was inserting the screw and tightening it, the head of the screw twisted off. The screw shaft remains in the patient. The surgeon completed the procedure without further incident and no adverse effect to the patient was noted. Report 1 of 1.